Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties was encountered. Vascular access was obtained via the radial artery. The 85% stenosed, 28x2.5mm, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 2.50x28mm promus element¿ plus drug-eluting stent was selected to treat the lesion but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was damaged. At the proximal end the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).